Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 62-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2017, as part of the investigator sponsored trial, "enhancing optune¿ therapy of recurrent glioblastoma using targeted craniotomy". The intervention involved surgically creating small burr holes or performing a craniectomy to focally enhance the electric field delivered by the optune gio device. On march 19, 2025, novocure was informed that the patient's skull had been gradually collapsing following the burr hole procedure. As a result, the patient was scheduled for surgery on the back of his skull. Optune gio was temporarily discontinued. On (B)(6) 2025, the prescribing physician clarified that the patient had undergone a minor surgical procedure under local anesthesia to remove a cranial fixation system, due to a wound dehiscence that had been present for many months. The skin defect was located above the fixation system, with no associated fracture. The patient planned to resume optune gio therapy in three weeks. In the physician's opinion, the event was related to radiation-induced skin fragility and underlying osteoradionecrosis, as well as the presence of the cranial fixation system, and was not associated with optune gio therapy.